Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of ana stomosis. It was reported that after the implant, the patient experienced fluid collection, edema, labs abnormal for wbc, anastomotic leak, hematoma, adhesions, dehiscence, blood clots, necrosis, stenotic stoma, colostomy stricture, incisional hernia, infection, swelling, discomfort, (&) abscess. Post-operative patient treatment included CT scan, ultrasound, laparotomy, hartmann procedure, drainage of hematoma, rectal stump stapled off, use of drains, ICU, hospitalization, antibiotics, balloon dilation of stoma site, lap reversal of colostomy, bowel closure with staplers, hernia repair with mesh, ultrasound-guided abscess drainage, IV antibiotics, IV pain medication, (&) mesh removal.

Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, d1, d2, d3, d4 (model #, catalog #, expiration date, lot #), g4 (PMA / 510(k) #), h4, (&) h6 (patient codes, device codes, ime e2402: labs abnormal for wbc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.